Event description:
It was reported that, at the end of a photoselective vaporization of the prostate procedure, the fiber leaked light at about 10 cm from the interface of the fiber. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation. Visual analysis identified a fiber body break. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified light exited at the break location, approximately 5.5 cm distal to the glass tip. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber passed the saline flow test. It is likely that the fiber was bent during use when excessive lateral force was inadvertently applied to the fiber causing it to break. According to the device instructions for use (IFU), the IFU caution to not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, at the end of a photoselective vaporization of the prostate procedure, the fiber leaked light at about 10 cm from the interface of the fiber. The procedure was completed using another fiber without patient complications.